Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had forgotten to turn on the carbohydrate feature in the pump's settings, causing a correction bolus of 30 units for 30 carbohydrates. The customer's blood glucose level after this event was 40 mg/dl. Customer consumed glucose tablets to address the low blood glucose. Reportedly, the customer acknowledged and understood the settings and resumed insulin therapy.